Manufacturer narrative:
(B)(4). Reporting source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found sterile seal was opened. No patient was involved in the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned product identified that the inner pouch was not sealed on the bottom. Review of the device history records identified no deviations or anomalies. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.